Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced ventricular undersensing on pause episodes. It was further reported the icm experienced ventricular oversensing. The icm remains in use. No patient complications have been reported as a result of this event.